Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr , donor 2 inr: 2.4 inr, donor 1 hct: 38%, donor 2 hct: 37% . Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, customer meter with masterlot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer's son stated they received questionable results from coaguchek xs meter serial number (B)(4). At 10:24 pm, the result was 3.3 inr and at 10:26 pm the result was 2.2 inr. The customer believed the result of 3.3 inr. No treatment was received and the customer was feeling normal. There was no allegation of an adverse event. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no recent changes in warfarin dose, no change in medication, no diet changes, no additional illnesses, and no bleeding or bruising. The therapeutic range was 2.0 inr-2.9 inr. The suspect materials were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.